Event description:
The customer reports that he went to the hospital for wound care. He received intravenous therapy in route to the hospital. The customer's blood glucose result was 35-40mg/dl on the hospital professional meter. The customer's heart stopped while he was hospitalized. He did not provide details of the event involving his heart or medical intervention received at the hospital. The customer reports that he obtained a high blood glucose result (specific result undisclosed) on the accu-chek aviva meter the day before the event. The customer also attempted to test since the high result. The customer could not obtain a blood glucose result due to battery issues with the meter. The timeframe between the last attempt to test and the event undisclosed. New system sent and return requested.